Event description:
The patient was explanted due to pain at the ipg site. Patient is doing well following the explant procedure.

Manufacturer narrative:
The returned product analysis concluded that the ipg passed visual, electrical and performance tests. Dc/current leakage tests confirmed that the device had no loss of current in the surrounding tissue as a result of faulty insulation. The device exhibited normal device characteristics. The explanted paddle lead was cut and the distal end was not returned. The damage to the device was similar to the typical explant procedure and is not considered a failure. A review of the manufacturing documentation for the lead extensions revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-50, serial#: (B)(4), description: artisan surgical lead, 50cm model#: sc-3138, serial#: (B)(4), description: scs phiii ext 35cm. The explanted leads and lead extensions were not returned to bsn as they were discarded by the medical facility.

Event description:
The patient was explanted due to pain at the ipg site. Patient is doing well following the explant procedure.